Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery on the (B)(6) 2018, a drill pin broke and could not be retrived from the patient and so was left in place. Mr (B)(6) was the surgeon on the day. The pin was left in place as it did not affect the implant placement. Part of the pin was left in the patient, the other half was thrown away. It was deemed not to affect the implantation or patient recovery.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.